Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 72 mg/dl (strip lot 497604) and 133 mg/dl (strip lot unknown). Results were obtained using different strip lots. No adverse event was reported. Return of the suspect device was requested for evaluation.